Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. No other info available. A follow-up report will be submitted when new info becomes available.